Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m52 lead, implanted (B)(4)2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily rising impedance that now measured at high impedance levels. The lead remains in use. No patient complications have been reported as a result of this event.